Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other similar complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. (B)(4).

Event description:
A consumer's wife reported that at a recent eye examination, her husband was told that his intraocular lens (iol) had turned amber and had numerous speckles. These "speckles resulted in refracting the light entering his eye resulting in poor vision". In a follow up phone call with the consumer, he reported his lens was implanted seven years ago. Soon after his iol implant procedure, he noted objects on a bright background were hard to see and had a starburst affect to them. His vision was fuzzy. The consumer sought a second opinion and was told the lens had turned amber in color and had speckles in it which might be causing his visual issues. At the request of the consumer, the surgeon was not contacted.